Event description:
It was reported that the monopolar curved scissors instrument was broken. No additional information was provided. No patient harm, adverse outcom or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation observed that the monopolar cautery plug was missing from the back end and the nut that retains the plug was loose inside of the chassis. Engineering also observed a section on the distal end of the instrument main tube with material removed, located directly above the tube extension. It was determined that this damage may have been caused by a defective cannula accessory. No other damage was found.